Manufacturer narrative:
The power management board was returned to the manufacturer for analysis. A visual inspection of the returned component was performed, and no notable conditions were found. An investigation was performed, and the product analysis technician reported that no fault was found.

Manufacturer narrative:
The service provider (sp) found the issue to be with the power management board. The sp replaced the power management board, and the battery charged, and the voltage began to increase. The unit passed testing and was returned to service. Although requested to be returned, the removed component was not received for evaluation at this time. An additional report will be submitted if the part is received and evaluated at the component level.

Manufacturer narrative:
The service provider (sp) inspected the device and charged the battery for 24 hours, and the battery only charged 3/4 of its part. The sp replaced the battery; however, the issue continued. The sp ordered additional parts for the repair.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilators red battery light was flashing, and it does not show a full charge. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.